Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no non-conformance which could be attributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 endoscopic vessel harvesting system did not seal on a large branch in the leg, which caused excessive bleeding with no other pt effects reported. The pt was not transfused. Since they were near the end of the case, the case was completed using the same device. The product was discarded.